Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. One 3i t3® tapered implant 5/4 x 13mm (bopt5413) was returned for investigation. Visual evaluation of the as returned product identified damaged hex. Implant external threads were somewhat damaged as well. Based on the evaluation, malfunction has occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number 2021010027. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2021010027) was performed for similar events using keyword category (functional: damaged drive feature) and no complaint about nonconforming products was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk file review and IFU, the most likely cause determined from the investigation are clinician failure to follow recommended protocol for implant placement and final seating or application of excessive torque. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tooth site #14 implant was torqued over 50 - s. Started to back out and the implant hex stripped. The implant was removed with forceps and was replaced with another implant.